Event description:
Additional information later reported the hcp did bolus the patient.

Event description:
It was reported that the patient experienced increased sporadic spikes in pain and flushing in the face. During a dye study on (B)(6) 2012, it was found that the catheter was unable to be aspirated. The exact location of the issue was unknown. A revision was planned, but the date of the revision was unknown. It was stated that the patient's outcome was the same and it was unsure whether the patient was receiving any therapy. The device system was used to deliver fentanyl and baclofen. Additional information was requested, but was unavailable at the date of this report.

Event description:
Additional information reported that the catheter dye study was inconclusive, as they were not able to aspirate any medication. It was indicated that the patient would possibly have a magnetic resonance imaging (MRI) scan or computed scan (CT); however the next steps would be determined with the health care provider (hcp) at planned appointment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial# (B)(4), product type programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).